Manufacturer narrative:
The insulin pump passed functional testing including self-test. The vibrator motor functioned properly and no vibrator anomaly noted. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had vibrator anomaly. Customer's blood glucose at time of incident was unknown. Customer was advised to install a new energizer aaa alkaline battery. Customer was assisted in performing a self-test. Customer stated the pump did not vibrate during the vibrate test. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.